Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported since using the byte aligners they have developed periodontal disease, noticeable gum recession affecting three of their bottom teeth. After seeking professional dental advice, their dentist confirmed that the aligners contributed to the progression of severe gum disease, which has now affected the tooth pulp, resulting in the need for a root canal procedure, which they have already undergone.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.